Event description:
It was reported that 10 hours after a coronary artery drug eluting stenting procedure, the patient experienced recurrent chest pain, and the stents were determined to have thrombosis. The lesion being treated in the index procedure was a 2.75mm, 90% stenosed portion of the left anterior descending (lad) artery. The physician treated the lesion with predilatation and successful placement of four taxus express2 8.8% (3.0x28, 2.5x24, 2.75x12 and 2.5x12) drug eluting stents. The mid portion was stenosed between 2 prior placed stents with a 3.0x24mm study stent. The physician then went through the study stent with a second stent beyond the more distal original stent and placed a 2.5x24mm stent. This resulted in timi 2 flow which seemed to improve with ic nitroglycerine. There appeared to be an edge dissection just proximal to the second stent.the pateint became somewhat hypoxic and was give 2 amps of narcan along with benadryl and solu-medrol. The physician then opted for placement of a 2.75x12mm study stent to cover this haziness, but the stent would not go to the lesion site. The physician elected to deploy this just proximal to the area and took another 2.5x12mm study stent and was finally able to successfully resolve this after deployment at 16 atms for 30 seconds. An excellent result was obtained of timi 3 flow. The distal lad is quite small. 10 hours after the initial procedure, the patient complained of chest pain with inferior st elevations and an emergency heart catheterization was performed which revealed stent thrombosis in the mid lad. This was treated with angioplasty. The physician also stented the rca which had a 90% instant restenosis noted at the index procedure from a previous placed stent. The patient was discharged 2 days later or plavix and aspirin. 12 days later the patient had an episode of chest pain and was re-hospitalized. 35 days after the initial procedure the patient was rehospitalized with acute chest pain and st elevations. This was treated with a pci.